Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed. Blood glucose was 438 mg/dl and a bolus was delivered via insulin injection. As the pump supplies were changed, tandem technical support was unable to determine a cause of the occlusion.